Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study via a manufacturer representative reporting that the outcome was not resolved as the patient exited the study on (B)(6) 2018.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) for a clinical study reported via a manufacturing representative that there was a return of incontinence on (B)(6) 2015. No diagnostics or troubleshooting was performed. Botox was given on (B)(6) 2016 and (B)(6) 2016. It was noted vesicare was given on (B)(6) 2016 and the event was ongoing. Medical history included idiopathic functional urinary incontinence since 2011. The event was assessed as not serious, not related to the procedure, and related to the stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.